Manufacturer narrative:
The customer reported that the remote network station (rns or remote monitoring system) has very low volume. No patient harm reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) has very low volume.